Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, the event, ¿overpressure during reprocessing and foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from distal end of biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the distal end/biopsy channel had a leak. The connector plug unit had damaged housing. The angulation was out of specifications, the control unit up/down and right/left knobs had angulation play, and the distal end air/water channel was clogged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object clogging the nozzle, and problems with reprocessing process were found. The issue was observed during reprocessing and there were no reports of patient involvement.